Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt had their device and lead replaced after he stopped feeling his stimulation. Impedance measurements were >4000 ohms on all electrode combinations. It was noted everything went "great" with the surgical replacement procedure and no pt injuries were reported.